Manufacturer narrative:
This report is submitted on march 03,2022.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery under general anesthesia on (B)(6) 2022 to remove the affected tissue. The implanted device remains